Event description:
It was reported that an asymptomatic, non-pacer dependent patient presented to the clinic having received a patient alert for high, out of range, pacing lead impedance. At a subsequent clinic visit noise was noted on the real-time egm. Brief loss of capture was observed but could not be reproduced. The system was explanted and replaced. At explant high, hv lead impedance was noted. The patient was doing fine after explant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.